Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was requesting to meet with a manufacturer's representative. The patient was experiencing no stimulation sensation. It was noted that the left side of the patient's device was not working. The patient was not feeling stim on his left side. It was noted that this had been going on for a couple weeks. If additional information is received, a follow up report will be sent.